Event description:
The facility reported a pump that is no longer infusing. This problem was identified during pt use. There was no pt injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be rec'd for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.